Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs showed that the instrument was installed 3x and passed homing 3x. Qty 59 cut complete events recorded with no errors. Also, e100 logs show qty 63 seal events with qty 1 high initial starting impedance error.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there was a white jelly substance noticed along the articulation tip of the vessel sealer extend (vse). There was no reported patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred intraoperatively when the instrument was used. The surgeon took a video of the issue happening. Additionally, the surgeon did not believe any of the substance was left inside the patient but was not positive as they had never seen that before.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the reported failure was confirmed by failure analysis. The instrument was found to have a jellied substance at the distal end. The jelly-like substance at the distal end is krytox lubricant, which is nominal and not excessive.